Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 150 mcg/day via an implantable pump. The indication for use was not provided. It was reported on (B)(6) 2018 that a motor stall was seen at initial interrogation. It was detailed that the patient was in the lunch room on (B)(6) 2018 when the pump began alarming. Upon interrogation, it was discovered that the pump had a motor stall on (B)(6) 20118. It was initially stated by an hcp that there were multiple motor stalls and recoveries noted in the event logs and that the pump continued to alarm but the other hcp on the call (the surgeon) said there was only one motor stall on (B)(6) 2018 that recovered on (B)(6) 2018 even though the pump was alarming. It was confirmed that the patient did not recently have an MRI (magnetic resonance imaging) and that there were no electro magnetic interference (emi) or magnetic sources present. Information received from a manufacturer representative indicated that replacement was scheduled for (B)(6) 2018. And that the pump would be returned for analysis. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the pump was explanted on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Pump logs were provided and showed that dating back to (B)(6) 2018 there was only one motor stall and recovery, as of (B)(6) 2018. The logs showed the motor stall occurred on (B)(6) 2018 at 13:47 and the recovery occurred on (B)(6) 2018 at 10:48.

Manufacturer narrative:
Upon additional investigation, analysis identified a motor coil short which resulted in a motor stall. If information is provided in the future, a supplemental report will be issued.